Event description:
The pt reportedly experienced a loss of lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a company representative for a device evaluation. Testing performed confirmed the device was no longer functioning. It was reported that the pt had an ear infection. Surgery to explant the pt's device will be scheduled once the ear infection resolves.